Manufacturer narrative:
Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - part # dk-300, synthes lot # mdk200196, supplier lot # mdk200196, release to warehouse date: 01apr2021, expiration date: 01jan2026, manufactured by: millstone medical. No ncrs were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while the drill kit was opened for the elite staple. The drill that was provided in the sterile kit was the incorrect size. A new drill kit was opened. There was no delay in the case. The case was completed as planned. This report is for one (1) bme elite instrument kit. This is report 1 of 1 for (B)(4).